Event description:
A report was received in 2002 that a doctor saw a patient at exam in 2002, which patient had a memorylens implanted in their left eye in 2000, which lens had opacified. The patient's visual acuity at exam in 2002 was 20/60 os. The patient was diagnosed with age-related macular degeneration in 04/2000. The pt's next exam is scheduled for 02/2003, and the doctor is not planning to explant the lens at this point in time.